Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia was patient condition related to the small vessels.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported that a 71-year-old female with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for circulatory support. The patient developed ischemia in the impella leg following implant. During delivery, it was noted that the patient's anatomy appeared too small for the impella, however the medical director decided to move forward with the implant despite the field engineer's recommendation to the contrary. A fem-fem bypass was subsequently performed as a result of the loss of flow, but the flow still remained absent. The patient was transferred for ongoing support and care.